Event description:
The customer dropped the meter, continued to use it, and is concerned that it is giving wrong results. Customer believes that the inaccurate readings caused them to be under treated for the diabetes and has been ill for two days. Readings obtained with the meter are lower than those performed in the hospital emergency room, several blocks from the home. For example, customer had a result of 134 mg/dl at home, followed by a reading of 280 mg/dl in the emergency room. The difference in these results may be clinically significant. While on the phone, an offer was made to check the meter. During the troubleshooting process, it was determined that the meter would not go into the blood testing mode when a strip was inserted. A request was made to return the unit for eval. In the meantime, a replacement unit has been provided.